Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included levonorgestrel (mirena) since 2016 for menorrhagia as well as oral contraceptive nos from 2016 to 2017. In (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced headache ("headaches/migraines / headaches") and migraine ("headaches/migraines / headaches"). In 2014, the patient experienced fatigue ("fatigue/fatigue") and weight increased ("weight gain/weight gain/loss specify: weight gain"). In 2016, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("pain during intercourse"), hypersensitivity ("allergic reaction"), abdominal pain ("severe abdominal pain"), back pain ("severe back pain"), menorrhagia ("heavy menstrual cycles/heavy periods"), adverse event ("abnormal symptoms"), fibroma ("other injury(ies) or complication(s) please describe: fibroid tumors") and abdominal pain upper ("stomach cramping"). The patient was treated with surgery (bilateral salpingectomy and supracervical hysterectomy (uterus only)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, headache, fatigue, genital haemorrhage, migraine and abdominal pain upper had resolved and the dyspareunia, hypersensitivity, abdominal pain, back pain, menorrhagia, adverse event, weight increased and fibroma outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, adverse event, back pain, dyspareunia, fatigue, fibroma, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, pelvic pain and weight increased to be related to essure. The reporter commented: plaintiff went to the hospital a lot for headache and migraine. Essure did not worsened a previously existing injury/condition. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.2 kg/sqm. Hysterosalpingogram - in (B)(6) 2008: full occlusion of fallopian tubes; in (B)(6) 2008: total bilateral occlusion, the tubes were implante. Most recent follow-up information incorporated above includes: on 29-oct-2018: pfs received. New events abnormal bleeding (general), migraines, fatigue, weight gain, other injury(ies) or complication(s) please describe: fibroid tumors were added, outcome of the events were updated. Concomitant medication was added, laboratory data was added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous and uterine fibroid. Concomitant products included oral contraceptive nos from 2016 to 2017. On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced headache ("headaches/migraines / headaches") and migraine ("headaches/migraines / headaches"). In 2014, the patient experienced fatigue ("fatigue/fatigue") and was found to have weight increased ("weight gain/weight gain/loss specify: weight gain"). In 2016, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("pain during intercourse"), hypersensitivity ("allergic reaction"), abdominal pain ("severe abdominal pain"), back pain ("severe back pain"), heavy menstrual bleeding ("heavy menstrual cycles/heavy periods"), adverse event ("abnormal symptoms") and abdominal pain upper ("stomach cramping") and was found to have fibroma ("other injury(ies) or complication(s) please describe: fibroid tumors"). The patient was treated with levonorgestrel (mirena) and surgery (bilateral salpingectomy and supracervical hysterectomy (uterus only)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, headache, fatigue, migraine and abdominal pain upper had resolved and the dyspareunia, hypersensitivity, abdominal pain, back pain, heavy menstrual bleeding, adverse event, weight increased and fibroma outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, adverse event, back pain, dyspareunia, fatigue, fibroma, genital haemorrhage, headache, heavy menstrual bleeding, hypersensitivity, migraine, pelvic pain and weight increased to be related to essure. The reporter commented: plaintiff went to the hospital a lot for headache and migraine. Essure did not worsened a previously existing injury/condition. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.2 kg/sqm. Hysterosalpingogram - in (B)(6) 2008: results: full occlusion of fallopian tubes; on (B)(6) 2008: satisfactory position of essure contraceptive device with apparent complete occlusion of both fallopian tubes.; in (B)(6) 2008: results: total bilateral occlusion, the tubes were implant. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s media records: menorrhagia. Most recent follow-up information incorporated above includes: on 9-jul-2021: mr received. Reporter information, lab data, other relevant history added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("pain during intercourse"), headache ("headaches"), hypersensitivity ("allergic reaction"), fatigue ("fatigue"), abdominal pain ("severe abdominal pain"), back pain ("severe back pain"), menorrhagia ("heavy menstrual cycles") and adverse event ("abnormal symptoms"). The patient was treated with surgery (bilateral salpingectomy and/or hysterectomy to remove the essure device). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dyspareunia, headache, hypersensitivity, fatigue, abdominal pain, back pain, menorrhagia and adverse event outcome was unknown. The reporter considered abdominal pain, adverse event, back pain, dyspareunia, fatigue, headache, hypersensitivity, menorrhagia and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2008: full occlusion of fallopian tubes. Company causality comment: incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.